Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was not working. No further information was provided. Animas attempted to follow up with the reporter but was unsuccessful at this time. This report is made based on the allegation of an unspecified pump issue causing the pump not to work.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.